Event description:
It was reported per field service report: no skin lead ECG waveform and ap transducer pressure waveform. Actions taken: checked the ECG connections. Checked the transducer connections. Reconnected all the buss cables and checked the output voltages from power supply to front end board (feb). Found problem in feb and cross checked with another feb. The machine worked fine.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.